Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the work station damage estimate was not accurate. The system was showing a half-moon ablation rather than the usual full circle. The surgeon opted to continue using the visualase thermal therapy system to complete the procedure. A post-op computed tomography (CT) showed that the tumor was fully ablated and accurate. There was no delay to the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.patient weight was not provided by the site.

Manufacturer narrative:
Laser tissue specialist determined that software was reporting the temperature and the damage correctly and consistently. The post operative imaging showed that all desired tissue to be damage was ablated. Shape shown was probably due to unique tumor tissue density/thermal displacement. Software performed as designed.

Manufacturer narrative:
Patient information was not made available from the site. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. No parts have been received by manufacturer for analysis. No further issues have been reported.